Event description:
The customer contact reported a whitescreen error. At 1714, channel b of the device was programmed to deliver norepinephrine 8 mg/250 ml, at a rate of 30 mcg/min, and the delivery was started. No further programming parameters were provided. At 1747, the customer contact reported the device alarmed with a whitescreen error. At that time, pt's systolic blood pressure decreased to the 60's from an unspecified baseline level. The device was removed from clinical use. After approx 2 minutes, therapy was resumed using a replacement device. After an unspecified length of time the pt's blood pressure was reported to returned to an unspecified baseline level. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.